Event description:
It was reported that the user experienced a low glucose event with a low of 65 mg/dl; the user had recently eaten without meal announcement and later observed a glucose rise above 200 mg/dl. Symptoms included shakiness, lightheadedness, confusion, and palpitations consistent with hypoglycemia. Outcomes included self-treatment with oral glucose and subsequent recovery, with glucose increasing to the 80s mg/dl and symptom resolution; no medical intervention or hospitalization occurred. Investigation included customer care troubleshooting and education regarding meal announcements and hypoglycemia treatment. Investigation of this case revealed user behavior of missed meal announcements that likely contributed to glycemic variability and the reported hypoglycemia. It was concluded that the event was related to use conditions, with device function not implicated. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.